Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver did not charged and boot. The data log could not be retrieved. The receiver functional testing was attempted but could not be performed. The receiver case was opened for further evaluation. An interior inspection found the moisture damage and pcba was contaminated. The reported event that the receiver ceased to function was confirmed during interior inspection. The root cause was determined to be moisture damage.